Event description:
It was reported that during a cadaver lab endoscopic vein harvesting training by a maquet sales representative, the hemopro tissue welder would not disengage. The device turned red, became hot and started smoking. The toggle switch was depressed but it would not stop heating. The device was removed and the toggle switch was depressed but device still would not shut off. A replacement device ws connected using the same cable without any further issues. The treating was completed. There was no patient involvement.

Manufacturer narrative:
Investigation results: the visual inspection showed that the tri-heater wire assemblies on the hot jaw boot were clean and appeared to be undamaged. The cold jaw boots showed little sign of thermal damage on the serrated surface of the jaws. The hemopro device and cable used during the training were connected to a reference power supply. The device was repeatedly turned on and off while the jaws were wedged into a saline soaked gauze pad. Due to the steaming and sputtering. It was concluded that the device and the cable were functioning correctly. The reported failure could not be confirmed. A lot history record review was completed for the product and there was no nonconformance associated with the lot number.